Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this left ventricular (lv) lead displayed high out of range pacing impedances of greater than 2500 ohms. It was also noted there was no capture at maximum output. A x-ray was performed, which confirmed the lv lead was fractured. The decision was made to surgically abandon this lv lead, and implant an epicardial lv lead. No additional adverse patient effects were reported.